Manufacturer narrative:
(B)(4). Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Manufacturer narrative:
One used tracheostomy tube was returned for evaluation. During functional testing, 6 cc of air was infused in the device cuff using a syringe. The device cuff was observed inflating at a slower rate than expected and the cuff would not fully inflate. The test was repeated using water; the same results were observed. The syringe was used to deflate the cuff, but the cuff would not fully deflate. The inflation line and device shaft were dissected. Visual inspection observed the inflation line had not been fully seated in the device shaft causing a restricted inflation path. The root cause is related to an exception in the initial manufacturing of the device. A quality alert has been issued to heighten the awareness of this concern. The alert form shall contain pertinent information of the process and product and give clear direction on what is expected from the operator performance during inflation line assembly.

Event description:
It was reported by distributor that the cuff would not deflate. This issue was discovered during use, during a routine check. No information on whether the device was tested prior to use. The mother was able to remove the product and a new trach used successfully. No incident related medical sequela reported.